Event description:
It was reported that during an open cystectomy procedure, I-blade had broken during cutting and activating. The tip of I-blade dropped to the pelvis. They found that piece during the procedure. Also the jaws damaged at the same time. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade upper tip broken off and returned but no damage to the top jaw as reported. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.